Event description:
Machine would not turn on. Employee attempted to unplug, spark shot out of outlet and what felt like electrical current ran up her hand into her arm and to her neck. Skin on right hand was blackened and fingers were beginning to swell. Hand and fingers cleansed with sterile saline and wet compresses and drsg applied. Employee sent to ER for evaluation.